Event description:
To date no additional patient or event details have been received.

Manufacturer narrative:
Additional information - this MDR is being submitted to include the below: d9: device available for evaluation has been selected as yes & date returned to mfg was added as well. H6: investigation results under type of investigation.

Event description:
Reference number (B)(4). Event occurred in the uniited states. It was reported that the patient experienced fluctuating high and low blood glucose levels event on (B)(6) 2026, due to prolonged use of infusion set. The infusion set had last been changed on (B)(6) 2026 and remained in use at the time of the event on (B)(6) 2026. The patient subsequently went to emergency medical services (ems) on (B)(6) 2026 due to severe low blood glucose level. The patient's blood glucose level during hospitalization was 35 mg/dl and was treated with intravenous (IV) preparations. No further information available.